Event description:
It was reported that pump battery was no longer charging and later distributor found that pump cable could not be inserted into usb port, indicating damaged usb port. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for evaluation, battery could not be tested due to damaged port, and replacement pump with different serial number was arranged.